Event description:
Boston scientific received additional information that this right ventricular (rv) lead had actually micro-dislodged as well which likely explains the increase in pacing thresholds noted. Again, the rv lead was abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead began to exhibit a rise in pacing thresholds measurements approximately one month post-implant. Surgical intervention was performed and during an attempt to reposition the lead, the helix would only retract halfway. This caused the lead to remain attached in the mid septum making it difficult to remove. The physician decided to abandon and replace the rv lead. No additional adverse patient effects were reported.